Event description:
It was reported while using bd micro-fine¿ plus insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: syringes with an unknown liquid come across in bd micro-fine plus demi u-100 insulin syringes (0.3 ml) during treatment. When squeezing a drop from a syringe onto a white sheet of paper, oily spots remain. After the drop dries, an oily stain remains on the paper.

Manufacturer narrative:
H6: investigation summary. No samples were returned therefore the investigation was performed based on the photos. The customer returned eight photos of the 30gx8mm syringe. The customer reported that the syringe has an unknown liquid on the syringe. The photos were examined, and it was observed and there is a translucent liquid of unknown origin near the syringe cannula opening. A review of the device history record was completed for batch# 1340348. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (foreign matter from syringe). No root cause can be determined at this time.

Manufacturer narrative:
Investigation summary - no samples were returned therefore the investigation was performed based on the photos. The customer returned eight photos of the 30gx8mm syringe. The customer reported that the syringe has an unknown liquid on the syringe. The photos were examined, and it was observed and there is a translucent bead of liquid that has solidified at the tip. This material may be the adhesive meant to hold the needle in place. A review of the device history record was completed for batch# 1340348. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that did not pertain to the complaint. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (foreign matter from syringe). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd micro-fine¿ plus insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: syringes with an unknown liquid come across in bd micro-fine plus demi u-100 insulin syringes (0.3 ml) during treatment.when squeezing a drop from a syringe onto a white sheet of paper, oily spots remain. After the drop dries, an oily stain remains on the paper.